Manufacturer narrative:
The reported event of device being found in backup mode was confirmed. The device was received with normal telemetry communication showing device in backup mode and output was not available. Backup mode occurred due to unknown power on reset while device was in the field. Longevity assessment found the device was operating at the elective replacement indicator (eri) consistent with normal usage. Additional findings: visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
During an in clinic follow-up, upon interrogation it was noted the device was in back up mode. The device was explanted and replaced to resolve the event. The patient was stable.